Event description:
It was reported that a male patient underwent an underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that before a premature ventricular contraction (pvc) case, a small pericardial effusion was discovered. There were no visible signs on the patient. The intracardiac echocardiography (ice) catheter was used to monitor the pericardial effusion on the left ventricle (lv) during ablation. They noticed the pericardial effusion was higher than baseline and the pericardial effusion increased in size. The medical intervention provided was a pericardiocentesis and 200ml of fluid was removed. The patient was reported to be in stable condition. The physician was unable to confirm what may have caused the pericardial effusion. Additional information was received on the event. The patient outcome of the adverse event is fully recovered. The patient did not require extended hospitalization because of the adverse event. A transseptal puncture was performed using a baylis versacross rf needle. Prior to noting the pericardial effusion ablation was performed. The event occurred post ablation phase. An irrigated catheter was used in the event, the flow setting was high flow. No error messages were observed on biosense webster equipment during the procedure. Graph, dashboard, vector, and visitag were used. The visitag module was used, the parameters for stability used were 2mm, 3 sec, 25% 3g, 3. There was no additional filter used with the visitag. Tag index color option was used prospectively.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).